Manufacturer narrative:
There were three occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2016-00012; 2245270-2016-00013. The device was returned to the manufacturer for device evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within thirty days of its completion via follow-up MDR.

Event description:
In each case, lined failed near filter causing leakage (during infusion).

Manufacturer narrative:
There were three occurrences within this complaint. Those occurrences were captured in the following mdrs: 2245270-2016-00012, 2245270-2016-00013. There were 3 samples returned by the customer to perform the investigation for this complaint. The lot history record could not be reviewed due to the fact that no lot number was provided by the customer. The sets returned for investigation were leak tested without a failure. They were attached to a 12ml saline syringe. With minimal pressure applied to the syringe, the set did not reveal any leakage. When much force was applied to the syringe, the vent in the filter began to leach the saline solution from it. After this test, the sets were tested on a high pressure tester to see how much pressure the filter could withstand. Sending mineral oil through the set as a priming agent, the set is then capped off at the distal end of the set. Pressure was applied and there was no leak seen in the set until the tester reached 100 psi. The filter actually separated at the filters bond. There was no leak seen at the vent. The product label states; "do not exceed intermittent pressure at 40 psi or continuous pressure of 25 psi". It is not reported how this product is used. If the pressures used exceeded the pressures reference on the product label, the filter vent will leak. This complaint is not confirmed. The root cause for this issue could not be determined as no report of how the set was used by the end user was provided. The procedure for the assembly process has been reviewed and is sufficient for the assembly process of this set. Qc performs a leak and occlusion test for this set sending 15 psi of air through the set for 5 seconds. Without the lot number, we cannot confirm if there were any findings for leaks at the filter. In 2013 there was one complaint confirmed for the filter leaking at the vent. Since 2013, vygon has produced (B)(4) pieces of this product with only these (B)(4) complaints for leaking at the filter. Therefore, it is concluded that this is a low incidence event.

Event description:
In each case, lined failed near filter causing leakage (during infusion).